Event description:
The patient contacted animas on (B)(4) 2013 reporting that the up arrow was intermittently unresponsive and the down arrow was hyper responsive, like the button gets stuck. The patient stated this started couple of weeks ago and progressively getting worse. The patient stated that the keypad is intact but the symbols are worn. The patient stated that she had a blood glucose (bg) of 391mg/dl with moderate thirst. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated she is thinking her bolus may not have been delivered as intended due to the keypad issue. A review of the bolus history showed that a bolus was completed and the patient stated that was her dinner bolus and it should have been 6-7 units. This report is being made due to the keypad/button response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There were no cancelled boluses observed in the pump history. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The keypad symbols were observed to be worn but the keypad was observed to be intact. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The keypad buttons were tested and found that the contrast, up, and down buttons were intermittently responding to presses. The keypad was removed and contamination was found under the button contacts. Unrelated to the complaint, the display screen was found to be faded; the display screen was replaced with a test screen and the display returned to normal.